Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 15 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on the morning of (B)(6) 2016, the patient obtained a result of ¿287mg/dl¿, which he felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and the reporter claimed that on the morning of (B)(6) 2016 the patient administered his usual dose of novolog and lantus insulin in response to the alleged issue. The reporter claimed that ¿25 to 30 minutes¿ after the alleged issue occurred the patient developed symptoms of ¿sweating and shaking¿ however denied that he received any treatment. The reporter detailed that the patient had his blood glucose tested on another device which gave a result of ¿62mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure, however the subject test strips had expired at the time of testing. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged inaccuracy issue occurred.